Manufacturer narrative:
The lot number 017727 provided by the customer was investigated; however, there were no finished products in our system associated with this lot number. Additionally, the format does not match the lot number configuration used by vygon. The only product details mentioned in the complaint were a filter, tubing, and that the item was being used on a pump. Based on this information, the product appears to be an extension set with a filter. Vygon mfg and distributes, many extensions sets using tubing and a filter component therefore the specific product could not be identified. We contacted the customer and requested the defective sample, product code, and correct lot number for this incident. Unfortunately, neither the product code, the correct lot number, nor the sample were provided. As a result, we are unable to confirm this complaint, and the exact root cause of the issue cannot be determined. As the product lot number could not be identified, a documentation review could not be performed. Furthermore, trending analysis was not possible, as both the product code and lot number are unknown. Corrective action: due to the missing sample, this complaint could not be confirmed, and the root cause cannot be determined. Therefore, no further corrective action was initiated by vygon germany quality management.

Event description:
Bedside rn found the patients tpn filter leaking between the connection of the filter and tpn tubing even though the connection was secured. No visible damage noted. Tpn paused until new filter could be obtained.

Manufacturer narrative:
Please note the model number listed is not a vygon product. We have requested further details from the customer and will provide a correction as necessary. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Bedside rn found the patients tpn filter leaking between the connection of the filter and tpn tubing even though the connection was secured. No visible damage noted. Tpn paused until new filter could be obtained.